Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated that he had received an compromised force sensor alarm. The customer was now in rewind loop and he could not get it out. The customer insulin pump is ooh.